Event description:
Complainant alleged that while attempting to place electrode pads onto a patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the electrode pads were discarded, and will not be returned to zoll for evaluation.